Manufacturer narrative:
Implant region 13 fractured. Construction was a implant retained removable prosthesis. Patient suffered from periimplantitis following bone loss and implant instability. Material analysis concluded mechanical overloading of the implant.

Event description:
Implant fracture.

Event description:
Implant fracture.